Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the incubator temperature, the centrifuge speed, and installed mod 29 firmware on the centrifuge pcb. The fe also checked all connectors on wash bottles and ran diagnostics on fluidics system. All checks were good. The fe sent log files, sample card tif picture, and reference card picture to (B)(4) 2nd level support for review. As per (B)(4) 2nd level support - the issue is not a service issue. All indications in the log and the review of the instrument indicate that the instrument is operating as expected and within specifications. The mod 29 was performed on the instrument as a measure to reduce centrifuge retries positioning.

Event description:
The customer states that the provue resulted a false negative reaction to a patient's antibody screen that was positive in manual gel. No results were reported.